Event description:
It was reported that the 9900 sys would not charge the batteries. Also, the image quality was affected. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries and hand controller were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.